Event description:
Pt admitted with increasing weakness of hands and legs. On the day of the event, pt underwent surgery for progressive myelopathy secondary to cord compression. Also laminectomy of c3 and cord decompression and removal of left sided lateral mass plate. Intra operative, as per surgeon, he discovered that the lateral mass plate on the left side had migrated and was part of the compromise to the canal, along with the posterior granulation tissue at c3 and c4. Also was discovered that the superior and inferior screw had come undone. It was necessary to remove the plate in order to completely decompress the spinal cord.